Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device battery appeared to be depleting earlier than expected. It was noted that the patient does have atrial fibrillation (af). Device data review was completed which found the device was sensing the high atrial rates. Technical services (ts) discussed considering methods to reduce the af and reprogramming options to mitigate the high atrial rate sensing. No adverse patient effects were reported.